Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced magnet dislodgement following an MRI (tesla unknown). Surgery to replace the magnet has been completed (date not reported).